Event description:
Registration of patient resulted in a rms value of 0.30 but upon verification, pointer probe recordings were found to be significantly off. Multiple points were checked and found to be significantly off as well. Upon subsequent investigation, pointer probe was found to have not been fully attached with the capture screws to the arm. Another registration was performed, resulting in a rms of 0.47 but surgeon decided to perform registration once more. Last registration resulted in a rms of 0.27.

Manufacturer narrative:
Reportedly, during a surgery, the registration was successful (rms = 0.30) but the verification step showed multiple points that were inaccurate. Upon investigation of those incorrect results, it was found that the pointer probe was not properly fixed to the robot arm (the screws were not properly tightened). The pointer probe is calibrated for a precise and defined position, assuming that the pointer probe is properly fixed to the robot arm's flange. The results of the patient registration cannot be accurate if the pointer probe is not properly attached. The reported incorrect registration results are therefore a normal behavior of the device in such a situation. Once the pointer was correctly attached to the robot arm, the registration of the patient was satisfactory. This event can be considered as a use error. H3 other text : no failure of the device.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
Registration of patient resulted in a rms value of 0.30 but upon verification, pointer probe recordings were found to be significantly off. Multiple points were checked and found to be significantly off as well. Upon subsequent investigation, pointer probe was found to have not been fully attached with the capture screws to the arm. Another registration was performed, resulting in a rms of 0.47 but surgeon decided to perform registration once more. Last registration resulted in a rms of 0.27.